Event description:
It was reported during procedure, when the physician was pulling the subject guidewire out of the microcatheter, the subject guidewire length-proximal portion was separated. The physician was able to remove distal portion from the patient without complication as it was accessible. The new guidewire was used to complete the procedure. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported during procedure, when the physician was pulling the subject guidewire out of the microcatheter, the subject guidewire length-proximal portion was separated. The physician was able to remove distal portion from the patient without complication as it was accessible. The new guidewire was used to complete the procedure. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that "the wire separated from itself". No additional information was received to help with this investigation. If additional information is received at a later date that alters the assignable cause; the investigation will be re-opened to reflect this information. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.